Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Based on the available information, no relation could be established between the device and the reported event. If any further information is provided, the investigation report will be updated. Device evaluated by MFR: device disposition is unknown.

Event description:
The manufacturer became aware of a study from university of (B)(6). The title of this study is ¿low-severity metacarpal and phalangeal fractures treated with miniature plates and screws¿ which was published in october 2004 and is associated with the stryker variax hand minicondylar plates and screws. Within that publication, post-operative complications/ adverse events were reported, which occurred between october 1995 to october 2000. It was not possible to ascertain specific device information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 23 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses major extension lag or stiffness. 2 out of 3 cases. The study reports: ¿complications were recorded in 41% of the patients, but most of them were minor events without functional consequences: only 3 patients suffered a major extension lag or stiffness¿.